Event description:
Customer reported a brake malfunction and slow boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motherboard, communication pcb, and hard drive. System operates as intended. This MDR is related to ge healthcare complaint.